Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Death is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient died. The spouse reported that the patient died due to complications of parkinson's disease. On (B)(6) 2022, a physician decided and replaced the patient's non abbvie tubing with abbvie branded tubing. On (B)(6) 2022, the patient had died at a nursing home. Duodopa therapy was continued until the death and an autopsy was not performed. There was no reported post procedural complications after the tubing placement. Prior to abbvie tubing placement, the patient experienced a gradual weight loss and was not able to swallow.